Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 586 mg/dl. Reportedly, the customer was using lyumjev within their pump supplies. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Reportedly, a "cardiac event associated with hospitalization" occurred; cause was not provided. Customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support educated the customer regarding off-label insulin. The customer continued to use the pump for insulin therapy.